Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right essure device has either migrated down the right fallopian tube or is free within pelvis/ uterine perforation') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever chills, right lower quadrant pain and cholecystectomy. Previously administered products included for an unreported indication: depo provera. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and laparoscopic-assisted salpingectomy and removal of essure coil located in the posterior cul-de-sac). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, hormone level abnormal, weight increased, migraine and headache had resolved. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, expulsion, migration, uti, bladder problems, urinary problems, hormonal changes, weight gain, migraines, headaches diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: study documented bilateral essure stent tubal occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the right essure device has either migrated down the right fallopian tube or is free within pelvis/ uterine perforation') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever chills, right lower quadrant pain and cholecystectomy. Previously administered products included for an unreported indication: depo provera. On 1(B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy and laparoscopic-assisted salpingectomy and removal of essure coil located in the posterior cul-de-sac). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, hormone level abnormal, weight increased, migraine and headache had resolved. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, uterine perforation and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, expulsion, migration, uti, bladder problems, urinary problems, hormonal changes, weight gain, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: study documented bilateral essure stent tubal occlusion. Imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) left occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: mr received: reporter added, medical history added, historical drug and test added. Event uterine perforation added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion/migration ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain female"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), migraine ("migraines") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion outcome was unknown and the dysmenorrhoea, dyspareunia, female sexual dysfunction, pelvic pain, abdominal pain, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder, hormone level abnormal, weight increased, migraine and headache had resolved. The reporter considered abdominal pain, bladder disorder, device expulsion, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, expulsion, migration, uti, bladder problems, urinary problems, hormonal changes, weight gain, migraines, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: previously reported event injury were updated to new events migration, expulsion, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), uti, bladder problems, urinary problems, hormonal changes, weight gain, migraines, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.